Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. Two return sample containers were received on (B)(4) 2014 and a quality eval was performed. This first return sample contained the remaining portion of the inflation funnel and one piece of catheter segment. The remaining portion of the inflation funnel was dipped into a beaker of water, air bubbles were seen escaping away from the cut open end of the remaining portion of the inflation funnel. In the second returned sample container the lower shaft was closely examined. It was observed that there are 3 depression marks similar to clamp marks observed on the reinforcement section. An attempt to flushed air into the inflation lumen via a luer tip syringe inserted into the valve was not possible. The inflation funnel was cut off and an attempt to gradually insert a fine nylon wire into the inflation lumen of the catheter was also not possible. The mid catheter shaft was closely examined, two depression marks similar to a clamp mark were observed. Attempts to insert a fine nylon wire into the inflation lumen of the catheter was also not possible. Upper catheter shaft was closely examined. No sign of visual defect could be observed. Balloon of the upper catheter shaft could be easily inflated and deflated with air and water. No sign of collapse inflation lumen inside the balloon was observed. Inflation hole was of normal size and free from collapsed or debris. No add'l event/pt details have been provided to date. Should any add'l info become available a f/u report will be submitted.

Event description:
It was reported that the foley catheter would not deflate. The device was used on a pt, however, there was no report of the pt being harmed as a result of the defect.